Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Revised for loose femoral head.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision new etq record created in order to update etq (legacy system) complaint number (B)(6). Reason for original complaint - asr resurfacing system (left), reason(s) for revision: unknown. This dint is for the first revision. For second revision please see com (B)(4)/ (B)(4). Cup remained in situ through to 2nd revision. Received confirmation from (B)(6) that patient was revised due to loosening of asr head, (B)(6) 2012. Update received: (B)(6) 2014 - added patient name, added patient ID (initials), added patient date of birth, marked as legal, added surgeons forename: dr (B)(6), added further surgeons: dr (B)(6) / dr (B)(6) and cross referenced.

Event description:
Asr revision: asr resurfacing system (left). Reason(s) for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.